Event description:
Rep reported that the device was implanted on a patient 6 years ago, and the surgeon feels as if the siphon guard has become disabled. The patient is set at 190 and her lcp's have been running - 12 to -15 when sitting.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.